Manufacturer narrative:
Additional information will be provided after investigation is completed.

Event description:
The sales representative reported, that the surgeon noticed the porcelain cracking while operating and activating the device. The surgeon pulled it out of the patient and replaced it with another one. Sales representative showed up 20 minutes later and upon inspection, the crack was noticed. He gently touched the device, and the porcelain part of the probe fell apart completely. No injuries were reported.